Event description:
A radial jaw was used for a diaggnstic biopsy in the colon. After the procedure, the patient began complaining about chest pains. An xray confirmed the presence of "free air" which indicates a perforation. The patient was treated with rest and IV antibiotics. It should be noted that there was no actual defect found with this product. Therefore, it cannot be confirmed that perforation was caused by device. The patient is reported to be doing fine.